Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the power cord and reel assembly due to the open ground of the power cord. The fse then verified proper ground conductivity and the iabp passed all functional and safety tests to factory specifications. The iabp was then released back to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the power cord ground of the cardiosave intra-aortic balloon pump (iabp) was found to be faulty. There was no patient involvement and no adverse event was reported.